Manufacturer narrative:
H.6. Investigation summary: customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
Patient 2 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive of c.tropicalis occurred. Biofire results - e. Coli and c. Tropicalis however the results reported were- e. Coli. The following information was provided by the initial reporter: molecular false positive with c.tropicalis was this a qc, validation, or proficiency test? No (we recently 9/25 did 4 proficiency tests and they were all negative for c. Tropicalis). Biofire results - e. Coli and c. Tropicalis. Reported results - e. Coli.

Event description:
Patient 2 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive of c.tropicalis occurred. Biofire results - e. Coli and c. Tropicalis however the results reported were- e. Coli. The following information was provided by the initial reporter: molecular false positive with c.tropicalis. Was this a qc, validation, or proficiency test? No (we recently 9/25 did 4 proficiency tests and they were all negative for c. Tropicalis). Biofire results: e. Coli and c. Tropicalis. Reported results - e. Coli.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown . H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.